Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID, 8598a serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID 8578 serial# (B)(4), implanted: 2010 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the pump was found to have flipped in the pocket. During a refill appointment, the physician flipped the pump back into place in order to finish the refill. It was noted that patient had noticed the pump changing position under the skin and had discomfort in his upper, left quadrant that prevented him from being able to lie on his side. Additionally, it was uncomfortable for the patient to bend forward. The patient had been scheduled for a pump revision surgery. Eight days later, it was reported that the pump had been "nonfunctional" due to the slipping in the subcutaneous pocket. It was stated that the patient was doing well and the pump had been functioning "reasonably well" prior to flipping. During the procedure, intra-operative antibiotics were given to the patient. The patient was noted to have been in stable neurological condition when taken to the recovery room. In addition, the pump was reprogrammed after the procedure. The drug used in the pump was compounded baclofen.